Event description:
Title: obese pt on lift. Pt was up in sling of lift while staff was removing bed pan and cleaning pt when s hook on support chain broke and pt landed on the bed. The site reporter states the s hook may have inadvertently been attached to the bedframe so that the lift was actually lifting both the weight of the pt and the weight of the bed causing the s hook to crack at that time. The limit on the weight for the lift to hold is 750 pounds. This may have been exceeded if both the bedframe and the pt were being lifted. According to the site reporter, this specific bcw lift is a rental unit which is at the site prn and sent back to the rental company when no longer needed at the facility. The maintenance checks mostly performed by the renal company.